Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The tubing of an intravascular (IV) extension set broke (separated) ¿just above the connection to the blue cap¿. The extension set was in use on a patient in the hematology/oncology unit and was connected to the patient¿s central venous catheter (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the male luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.